Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for elevated sensing integrity counter (sic) and varied pacing impedance. An xray confirmed lead insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.